Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation as the patient has a history of a category a infectious disease. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Leaflet not coapting typically would result in regurgitation. Regurgitation of bioprosthetic valves may be, depending on the severity, indication for re-operation and replacement of the valve, which increases the risk for post-operative mortality. In this case, the device was not returned to edwards for analysis. The cause of the reported prolapse cannot be determined by evaluation. Minimal information regarding this valve was received and subsequent attempts to get additional information regarding the patient and patient history at the time of the procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for the prolapse of this device remains indeterminable. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 29mm bioprosthetic valve was explanted due to leaflet prolapse. The device implant duration is unknown. The replacement device information is unknown. The post-operative status of patient is unknown however, the patient did well during the surgery. Device will not be returned due to a category a infectious disease, human immunodeficiency virus (hiv). No other information provided.

Manufacturer narrative:
Incorrect model and serial number of device was originally reported.

Event description:
Edwards received information that a 29mm pericardial aortic valve was explanted and replaced with a 29mm model 3300tfx pericardial aortic valve due to leaflet prolapse. The implant duration of the original model device was ten (10) years, eight (8) months, and fourteen (14) days at time of explant. The patient was noted to have done well during the surgery. However, the post-operative status of patient remains unknown. Device will not be returned for evaluation. No response requested by the customer.